Event description:
The technician alleged the stretcher pops out of brake when it is pushed side to side. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters, hex rods, brake steer linkage and screws to resolve the issue.